Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and septicemia. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the events. It was subsequently reported that the patient passed away on an unknown date. The cause of death was not reported. It was not reported if an autopsy was performed, or if the patient recovered from peritonitis or if pd therapy was ongoing prior to or at the time of death. No additional information is available.